Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced high blood glucose levels 300 mg/dl and was treated by injection on (B)(6) 2026. No further information available.